Event description:
The surgeon reported that this was a long term patient with a history of diverticular and a resultant sigmoidectomy. The patient had recently presented with an asymptomatic incisional hernia and gallstones and as a result permacol was used to repair the hernia in light of the gall bladder being removed at the same time. Following implantation of permacol, the patient presented with a CT-diagnosed subcutaneous abscess right above the hernia site. This was drained percutaneously but that proved unsuccessful in eradicating the infection. The surgeon performed an open inspection and debridement which showed permacol sloughing and breaking down. The surgeon removed some of the implant as well as any tacks that had originally been used for fixation. At present, the patient does not show signs of recurrence of the incisional hernia.

Manufacturer narrative:
Following a review of the device history record, all process and test criteria has been verified as complying with the permacol finished product specification. The investigation concluded satisfactory processing and packaging of tissue and resultant testing of product. There was no evidence to suggest any reason for potential product absorption, sterility or tensile strength concerns. Infections are not uncommon post surgery. The causes are opportunistic bacteria around the time of surgery. Local trauma/inflammation and blood/serum pooling at the site of surgery provide good media for bacterial growth. Weakening of the bodies immune system through concomitant medications (e.g. Steroids), through systemic disease (e.g. Autoimmune diseases, viral infections, cardiovascular disease etc) further increases the chances of infection. There is no evidence to suggest that the infection has been derived from the sterile permacol implant.